Manufacturer narrative:
Additional information was received on (B)(6)2019 . The smartablate generator was used. There were no errors displayed on the biosense webster equipment. Therefore, processed the ¿d11. Concomitant medical products and therapy dates¿ section. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The biosense webster inc. Product analysis lab received the device for evaluation on 9/24/2019 and it was noted that there were no residues found anywhere on the tip dome. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
Investigation summary: it was reported that a patient underwent an atrial fibrillation (afib) procedure with a thermocool® smart touch® sf bi-directional navigation catheter. During the procedure, thrombus was discovered on the tip of the thermocool® smart touch® sf bi-directional navigation catheter. The catheter was replaced, and the procedure was completed without patient consequence. The device was visually inspected and it was found in good conditions. Then, an electrical test was performed on the catheter and it was found within specifications. No electrical malfunction was observed. Additionally, the catheter was tested on the generator and the temperature and impedance values were observed within specifications. Then, the irrigation test was performed and it was found within specifications. The catheter was irrigating correctly. No irrigation issues were observed. A manufacturing record evaluation was performed and no internal actions related to the reported complaint were identified. The customer complaint cannot be confirmed. The catheter passed all specifications. The root cause of the adverse event remains unknown. The instructions for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. A manufacturing record evaluation was performed for the finished device 30227007m number, and no internal actions related to the complaint was found during the review. (B)(6). Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a thermocool® smart touch® sf bi-directional navigation catheter and a thrombus issue occurred. During the procedure, thrombus was discovered on the tip of the thermocool® smart touch® sf bi-directional navigation catheter. The catheter was replaced, and the procedure was completed without patient consequence. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. The thrombus on the tip of the catheter was assessed as a reportable issue.